Event description:
During in-service training on new devices, two defibrillation therapy cables were observed to be inoperative and the message connect belectrodes was displayed each time an attempt was made to charge the defibrillator after connecting the cable to a test load.